Event description:
During positioning of the patient, the mayfield head holder appeared to be locked and was not. It continued to move and not lock in place after 2 different attempts. During this time the patient received a laceration from the pin. It was bleeding at the pin site, so the resident and rn decided to flip the patient back over to get new equipment. Manufacturer response for skull clamp, mayfield (per site reporter). When the safety alert was released earlier this year, our or specialty leader requested the manufacturer come out to our site and inspect the equipment. This was done and the equipment was found to be in working order. Since these events, we have again asked the manufacturer to inspect the equipment, which they have agreed to do, but has not been completed.